Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the display of the pressure waveform was abnormal-- although the proximal line tube was in connection, an unusual waveform (like when the tube was disconnected) was displayed. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the issue was observed, but there was no reported delay in therapy or medical intervention. The customer called technical support to report that the display of the pressure waveform was abnormal-- although the proximal line tube was in connection, an unusual waveform (like when the tube was disconnected) was displayed. The expiratory positive airway pressure (epap) was set at 6 hpa, but the epap on the pressure waveform was indicating 1 hpa. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the display of the pressure waveform was abnormal-- although the proximal line tube was in connection, an unusual waveform (like when the tube was disconnected) was displayed. The expiratory positive airway pressure (epap) was set at 6 hpa, but the epap on the pressure waveform was indicating 1 hpa. The manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported issue as it was not duplicated. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.